Event description:
On october 25, 2021, a home oxygen supplier notified drive devilbiss of a fire that occurred in the home of a patient they serve. The patient is prescribed home oxygen therapy and is using a drive devilbiss model 1025ds 10-liter oxygen concentrator. The oxygen supplier stated the patient sought medical attention for treatment of burns, which he reported sustaining as a result of the fire. In reporting the event to drive devilbiss, the home oxygen supplier noted that the patient is a smoker, and that its employees had observed evidence of smoking in the home to the extent that they counseled the patient and a family member multiple times on the dangers of smoking while using oxygen or while the oxygen is in the home. However, the patient denies smoking while using oxygen. The scene of the incident and the oxygen concentrator have been sequestered by the patient's insurance company, which has indicated that their preliminary investigation concludes that drive devilbiss may be responsible for this incident due to a defective concentrator. The insurance company did not identify the defect or provide any further information regarding their preliminary investigation. We have requested all municipal reports regarding fire suppression and investigation, and are actively coordinating with the insurance company as well as internal and external subject matter experts to schedule and attend an inspection of the scene of the fire and any sequestered evidence. Based on the information available at this time, the cause of the fire remains unknown. We will update this report when new information becomes available.

Event description:
(B)(4) healthcare is the manufacturer of the device which is an oxygen concentrator. The device has not been returned for evaluation. It is in the possession of the insurance company. Insurance company protocol should allow us to evaluate the device once the insurance company releases it. The incident involved a house fire. We are awaiting the fire report. We were notified of a house fire involving one of our ten liter portable oxygen concentrators. The patient sustained severe burns due to fire.. The patient was identified as a smoker. We will require the device, tubing, cannula, and other evidence to make our evaluation of root cause.